Event description:
Drive medical was notified of an incident involving a commode by a letter from an attorney who reported the leg of the commode gave out causing the commode to collapse. The end user fell and fractured their right heel bone. Drive medical is currently investigating the incident, including attempting to inspect the device. An update will be filed if additional information becomes available.